Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the installation of a closed suction system several leaks were observed on the fan side device. The ventilator was set to deliver a volume of 420, but only 160 was actually delivered. The patient experienced initial instability and a slight worsening of desaturation, which was quickly corrected. Two nurses and a physiotherapist attempted to tighten the system and reinforce the tubing, but due to the patient's instability, the system was replaced with a tracheostomy. The system was then replaced with a standard catheter mount product, which restored normal ventilation volumes.